Manufacturer narrative:
There was no product returned for this complaint. No product evaluation was completed for this complaint. Based on the event description that the trapliner 'snapped', it seems possible that the catheter separated at the weld joint proximal to the rapid exchange lumen. However, with no product returned and limited information from the customer due to covid-19 restrictions, the failure mode and root cause cannot be confirmed.

Event description:
It was reported that the trapliner snapped while not under any pressure with the physician. No further complications were reported. Multiple attempts were made to receive additional information but were unsuccessful. Associated to MDR 2134812-2020-00032 trapliner.

Manufacturer narrative:
One unit of trapliner model 5566 was returned to vsi. On inspected product, minor blood particulates were noted near the distal tip. Damage of the catheter shaft of the half pipe was noted.the lumen of the catheter delaminated from the push rod. A small layer of polymer was wrapped on the push rod near the proximal section of the half pipe. A wavy appearance was observed on the collar of the half pipe. The catheter meets specification. No other damage was seen along the length of the catheter. The lot device history lor was reviewed. There are no nonconformances related to this reported issue therefore supporting the device met material, assembly and performance specifications. Per IFU "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result." However, without the confirmation from the account, it is undeterminable.